Manufacturer narrative:
(B)(4). Results: feeder shoe protruding. The analysis results found that the device was received with jaws in the closed position. The feeder shoe was noted to be protruding. The trigger was manually assisted in order to open the jaws without any difficulties noted. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. The device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws of the reported did not open after grasping the trigger. The same event occurred when the device was fired out of the patient. Another device was used to complete the case. There were no adverse consequences to the patient.